Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, after operating on ac power for 15 mins, the device powered off by itself. No specific details were provided. It was also reported that the event was noted in the device history. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.